Event description:
3fr bard PICC catheter being discontinued from pt's left arm. Met resistance and the tip of catheter fragment broke off. Left humerus film revealed approx 2 cm fragment of catheter in left antecubital area. Pt taken to angiography for trans-catheter retrieval. It was retrieved. Peripherally inserted central catheter line had been placed in another hosp.